Event description:
It was reported that pre-operatively, the patient was diagnosed with spondylolisthesis l5-s1 with spondylolysis. The operation performed consisted of an anterior interbody fusion l5-s1 with lt peek cage instrumentation. Bmp and one and a half sponges were placed in 2 seperate cages and 1 sponge was placed between the cages and another on the right and left side of the cages. It was reported that the patient's post-operative period was marked by severe and painful complications which included but were not limited to- the need for additional surgery, painful medical treatment, pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2004 the patient underwent anterior interbody fusion l5-s1 with lt peek cage instrumentation. Preoperative diagnosis: spondylolisthesis l5-s1 with spondylolysis. Per-op notes: " ..we then selected 16 by 20 mm peek cages and inserted them under fluoroscopic control into the interspace. We then removed the double barrel drill tube, and aligned the cages with the final alignment device to the long axis of the spine. We then used a 2 curette to curettage the fenestrated areas of the cages into the end plates to make good bony intimate contact with the bone morphogenic protein sponges and 1.5 sponges were placed in each of the 2 cages and then 1 sponge was placed between the cages and on the right and left side of the cages. Bleeding was under excellent control throughout the procedure.."